Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles which led to fracture of the impaction face. The most likely root cause for the reported event of 'broken/non-functional" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, when impacting the final femur, the plastic on the locking femoral impactor broke. This incident caused no delay, the patient was not affected, and the surgery outcome was great. Patient was last known to be in stable condition following the event. The device will be returned.